Event description:
While testing the tps bi-directional footswitch the handpiece continued to run when the pedal was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the tps bi-directional footswitch the handpiece continued to run when the pedal was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Evaluation will begin upon receipt of the device and a follow-up report will be filed.

Manufacturer narrative:
Upon visual inspection there was damage to the cable.